Event description:
It was reported via repair work order that the fowler was stuck in a elevated position and was not able to lower to it's flat position due to malfunction fowler ball screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was stuck in a elevated position and was not able to lower to it's flat position due to malfunctioning fowler ball screw and micro switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was determined during the investigation that there was an electrical (microswitch) issue that was addressed as well.